Event description:
It was reported that the device service indicator was illuminated and a fault code logged in the memory that indicates a potentially critical failure. There was no report of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed the reported fault code logged in the memory. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.